Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusions occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer changed pump supplies to address the issue. Customer reverted to manual injections for insulin therapy.